Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Damage to our clients leg muscles [muscles injury]. Without any sensation from below her chest [sensory loss]. Case description: a law firm reported that a female consumer of unk age used fixodent denture adhesive, form/version unk, number and frequency of applications unk, for 15 years. They reported that since 2009, she experienced irreversible damage to her leg muscles and a loss of sensation from below the chest, leaving her wheelchair dependent. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was not recovered/no resolved. No further info was provided.